Manufacturer narrative:
Additional narrative: patient age or date of birth and weight are not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Release to warehouse date: 07-sep-2016, manufacture location: (B)(4). Supplier: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent surgery for a right proximal phalanx fracture of her middle finger on (B)(6) 2017. It was reported that the patient had ¿really good bone¿ and during the final tightening of the screws, the screwdriver tip twisted and a small piece of the tip broke off and was easily retrievable. It was confirmed via standard x-ray that no fragments were left in the patient. The patient was implanted with a 1.5mm plate and eight (8) screws. It was reported that the eight (8) screws had been implanted and the surgeon was performing the final tightening on all of them. Another screwdriver was readily available and was used to ensure that the screws were tight. There was an approximate 20 second delay to switch out the devices. The surgery was completed successfully and the patient reported as stable. Concomitant devices: 1.5mm plate (part number unknown, lot number unknown, quantity 1), 1.3mm ti lckng screw slf-tpng with t4 stardrive recess 8mm (part number 04.130.108, lot number unknown, quantity 8). This report is for one (1) stardriver screwdriver shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device (stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc, part number 03.130.010, lot number h082466). The subject device was returned with the complaint condition stating: the 03.130.010 lot number h082466 t4 stardrive screwdriver shaft was returned and reported to have broken intraoperatively. This complaint condition was likely caused by repeated use and possibly the application of excessive torque during surgery; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, DHR review, and drawing review were performed as part of this investigation. This complaint is confirmed. No new malfunctions were observed during the course of this investigation. The 03.130.010 t4 stardrive screwdriver shaft is an instrument routinely used in the variable angle locking hand system. The device was returned and reported to have broken intraoperatively. This condition is confirmed; the distal tip of the shaft has broken off along a spiral fracture surface and the fragment was not returned. It is likely that repeated use and possibly the application of excessive torque during surgery have led to this complaint condition. The device was manufactured in 9/2016 and is less than a year old. The balance of the returned device is in otherwise fairly good condition without much visible wear. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Upon review of the device history record, no ncrs germane to the complaint condition were generated during the production of this device. All measurements have been performed by calipers. It is likely that repeated use and possibly the application of excessive torque during surgery have led to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.